Event description:
It was reported that: while ventilating a pt in simv, pediatric mode, with the apnea alarm set for 15 seconds, the unit continued to post an apnea alarm. The user increased the value to 20 seconds and noted the same occurrence. The pt was manually ventilated and then switched to another ventilation device. During troubleshooting, the user performed an endotracheal tube compliance test and suddenly the display went blank and the ventilator stopped functioning. A few seconds later the ventilator came back on and posted a high minute volume alarm. The pt was manually ventilated with an alternate device and then switched to another ventilator. No pt injury.